Event description:
Additional information stated the patient did not have concerns with the device or therapy. It was also noted the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).

Event description:
Additional information found it was reported the recharger was ¿beeping¿ and that it had ¿a lot of symbols on it.¿ it was noted on the recharger it looked like ¿an eye in a circle¿ and ¿there¿s a cord, a circle, an arrow, a plus sign, a hand, a finger pointing at something.¿ it was stated on the programmer the patient saw ¿a triangle with an exclamation point, looks like a cord, couple squiggly lines and looks like a battery with something over it.¿

Event description:
It was reported that the patient fell in (B)(6) 2012 and hit her hip and got a concussion. It was stated that the patient "had not kept up on the issues with the device." It was noted that the patient experienced a loss of therapeutic effect. It was added that the patient was "doing better now," but the stimulation is "not working at all" and the patient reported being in "a lot" of pain. It was noted that the patient tried to recharge her device, but it "won't do anything." It was added that the patient had not felt stimulation "in a while." It was stated that an over discharge was suspected and the primary reason for this was patient compliance. It was added that after using the antenna locate feature, a power on reset condition was displayed, but then showed the normal recharging screen. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).